Event description:
The complainant indicated that during the support of the impella cp, oozing at the impella site was noted. A dressing change was performed at the bedside with the registered nurse (rn), during which a small portion of the repo sheath was found to be exposed. The team was educated on the advancement of the repo sheath, and if feasible, angle matching was applied. Monitoring was continued, and no hematoma was observed at this time. The plan of care (poc) was discussed at the bedside with the rn. The patient exhibited some oozing at the surgical sites, prompting a decision to postpone the restart of bivalirudin until reassessment. The cp pump was explanted, and a 5.5 pump was implanted.

Manufacturer narrative:
No product was returned for investigation. The cause of the major bleeding is determined to be use issue because the bleeding was resolved by advancing the repo sheath and matching the angle. The device passed all post sterile inspection checks.